Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It came to the attention of elekta following a site visit on (B)(6) that a spine/rib patient was being incorrectly positioned prior to receiving their radiation therapy treatment. The pre-verification imaged guided workflows completed in mosaiq provided a shift in the incorrect direction, which was executed and not checked by the user. This occurred for the entire patient treatment for 20gy in 5 fractions.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. Abnormal use. The investigation found the gantry angle for the lateral port film was incorrectly set to 180 degrees not 270 degrees as intended by the user. During pre-treatment imaging the user noted the reported shifts as inconsistent for a lateral image and intervened to position the patient correctly. The site confirmed that the patient was treated according to the clinical standards of the facility. There was no mistreatment.